Event description:
On multiple occasions, inflation could not be maintained on multiple (exact qty unk, estimated at 8-10) m8lpc, specialized low pressure double cuffed tracheostomomy tubes. The m8lpc devices were tested prior to insertion with no inflation problems detected. The multiple cuffed devices are removed once a week, cleaned in soap and hot water, then soaked in full strength h2o2 and reused. Although the report indicates that the inflation problems were detected from two to seven days after insertion, it is unk how many times the devices were previously used. Reported cleaning practice on these devices is contraindicated to the devices labeled instructions for use. Pt and homecare nurse have been sent the tracheostomy tube adult home care guide and video to review.